Manufacturer narrative:
Unique identifier (UDI)#: (B)(4). This event occurred in (B)(6).

Event description:
A patient stated they received a questionable high hemoglobin a1c result when tested at a diabetes clinic using a cobas b101 analyzer. The serial number was requested but was not provided. The result from the cobas b101 was 6.7%. The result from another laboratory using "enzymatic hba1c assay reagent metabolead" was 6.1 %. The patient questioned the difference in the results. There was no allegation of an adverse event. The investigation was unable to find a definitive root cause. No retention testing could be conducted as the lot number was not known.